Event description:
Ous MDR. After an implantation time of about 69 months, an increase in the pacing threshold was reported. Intraoperatively, there is a shock delivery by the ICD while using an electrocautering device, leading to the assumption that there might be an insulation defect of the lead. The lead was replaced and returned for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was only available in fragments. The lead had been capped about 12.5 cm distal of the is-1 connector pin. All parts of the lead were returned for analysis. The returned fragments were examined visually, mechanically, and electrically. The visual inspection found cuts in the insulation and deformations of both shock coils. These damages are probably a result of the explantation process. Blood had entered into the lead at those sites. The further analysis of the fragments did not show any deviations that could be related to the clinical complaint. No insulation defect was detected. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. There were no indications of a material defect or manufacturing error.